Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 1800 mg/dl and the customer was admitted to the hospital. Customer was discharged on (B)(6) 2019. Healthcare provider alleged elevated bg was due to scar tissue and absorption issues. Customer declined to provide further information regarding the elevated bg and hospitalization. The type of infusion set was not reported. Customer reverted to using manual injections for insulin therapy.